Manufacturer narrative:
Medical product: therapy date: (B)(6) 2022; cortical bone screw, 4x28mm; catalog#: 47-2486-128-40; lot#: 3054458. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3054381. Cortical bone screw, 4x28mm; catalog#: 47-2486-128-40; lot#: 3064872. Blunt tip screw, 4x44mm; catalog#: 47-2486-044-40; lot#: 3039762. Proximal humerus, right, 11x160mm; catalog#: 47-2496-160-11; lot#: 3059662. Torque limiting handle; catalog#: 27923; lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00133; 0009613350-2022-00135.

Event description:
It was reported that a operation was performed with ann nail system. After 7 weeks from the initial, surgeon found one of the proximal screw was backed out from the proper position. Therefore, revision surgery was conducted and only migrated screw was explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: operation was performed with ann nail on (B)(6) 2021. After 7 weeks from the initial, surgeon found the #3 proximal screw was backed out from the proper position. Therefore, revision surgery was conducted on feb 9, and only migrated screw was explanted. Review of received data: no medical records available. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet surgical technique: explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. A complaint history was run which identified additional complaints for the reported product and lot number. Conclusion: operation was performed with ann nail on (B)(6) 2021. After 7 weeks from the initial, surgeon found the #3 proximal screw was backed out from the proper position. Therefore, revision surgery was conducted on feb 9, and only migrated screw was explanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. A deeper investigation was performed (refer to ca-06074) which identified the design limitation of the corelock mechanism as a potential contributing factor as well. However, further biomechanical testing was carried out and as the product performance is in an acceptable range in comparison with legally marketed similar devices, no design changes were conducted. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.